Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap, missing end cap sticker, scratched screen, cracked belt clip slot at the batter tube threads area, cracked reservoir tube lip and window.

Event description:
The customer reported that she could not remove the belt clip slot without a part of her insulin pump, and the device was not delivering insulin properly. The blood glucose reading was 145mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.